Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked reservoir tube lip, cracked lcd display window, cracked battery tube threads, minor scratches on the display window and broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving multiple motor error alarm on the insulin pump during a bolus. Customer does not use the sensor feature on the insulin pump and they were able to complete the rewind sequence. Customer also mentioned that they have two cracks near the screen. Customer's blood glucose reading at the time of the call was 60 mg/dl and has treated with a food. No further information reported.